Event description:
It was reported the distal tip of this biopsy needle broke off and detached in the pt's abdominal cavity during a liver biopsy procedure after two successful biopsy samples were taken. No retrieval was attempted as the physician feels the detached segment will scar over. The pt is being treated with medication to ease temporary discomfort. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."